Event description:
It was reported to tyco healthcare/kendall on 3/16/07, that there was a product problem with an x-ray detectable sponge. The customer alleges, that the x-ray detectable sponges fell apart upon opening and use. The customer alleges that, when the sponge fell apart, there was a portion of sponge with no x-ray element. The use and location of the sponge when it allegedly fell apart is unk.

Manufacturer narrative:
Attempts have been made to gain additional information regarding the use and patient involvement of the alleged defect. At this time, it is unk whether the sponge was being used on a patient, when it allegedly fell apart. An investigation is currently underway. Upon completion the results will be forwarded.